Event description:
It was reported that the patient never had therapeutic effect, the healthcare provider (hcp) was unable to aspirate during a catheter dye study and a catheter revision was going to be planned. The patient had not been getting relief of symptoms or "feeling therapy" since (B)(6) 2011. There was no volume discrepancy, pump logs were normal and dose titrations had not helped. A dye study was scheduled however the hcp was unable to aspirate catheter so the study was aborted. The patient was referred to neurosurgery for a catheter revision - date to be determined. The medication in the pump was dilaudid (hydromorphone). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8598a, serial# (B)(4), implanted: 2011 (B)(6), product type catheter, product ID 8596sc, serial# (B)(4), implanted: 2011 (B)(6) product type catheter. (B)(4).

Event description:
Additional information: it was reported that the original catheter revision took place (B)(6) 2011. The patient did not feel that the pump was ¿doing a good job¿ following that revision despite multiple dose adjustments. A dye study was attempted (B)(6) 2012. The cap was access and verified during the dye study, but fluid could not be withdrawn. The study was not continued because it was deemed unsafe. It was suspected that there was a catheter issue. The patient was referred to a neurosurgeon for catheter revision, but missed several appointments and had not been seen. The patient did not feel good pain relief.